Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover split in half inside the patient's stomach area and was retrieved with a snare. No consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional details have been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 codes. -reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -it is unknown whether or not anti-fog agents are used. -it is unknown whether chemicals such as lubricants are used. -it is unknown whether it was confirmed that the cover did not come off before use. -before use, the user confirmed that the cover is not damaged. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer and investigation findings. The device history record (DHR) for the suspect device was reviewed, and it was confirmed the device met all design and safety specification when it was shipped. The device was not sent to olympus for physical evaluation after this reported event. The definitive cause of the user's experience could not be determined. Cause analysis: we have confirmed the following additional information: - it is unknown whether or not anti-fog agents are used. - it is unknown whether chemicals such as lubricants are used. - it is unknown whether it was confirmed that the cover did not come off before use. - before use, the user confirmed that the cover is not damaged. Based on previous investigations of similar events, the following are possible causes: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope.

Event description:
Update: additional information provided by the customer: the duodenoscope was used during an egd procedure to rule out duodenal ulcer. The patients current condition is described as discharged home. There were no procedural or anatomical challenges that could have contributed to the reported event. A biopsy forceps was being used in the procedure (model and lot number not provided). A snare was opened and used to retrieve the distal cover. There were no adverse effects to the patient as a result of this occurrence. No images of the distal cover can be provided (and it is not being returned for evaluation). There was no abnormality in the appearance of the scope or distal cover before or after the procedure. The physician does routinely use suction for the purpose of degassing and residue removal.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, in-service training has been conducted with all staff members. A return demonstration of the application of the distal cover was reviewed and approved. There have been no additional incidences of distal cap failure/dislodgement. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.)

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003637092.